Manufacturer narrative:
This report was sent in error for the following allegations: no angulation when control lever is turned, broken/loose wire mechanisms, and distal end was detached from the bending section. These events would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the cysto-nephro videoscope had no angulation when the control lever was turned. This was found during a diagnostic procedure. The procedure was completed with a delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The investigation also confirmed a broken/loose wire mechanism and distal end was detached from the bending section. Based on the results of the investigation, it is likely the broken/loose wire mechanism and detached distal end occurred due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.